Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm tendyne mitral valve lp was implanted in the patient. After successful placement of the valve, a mitral valve supra-annular thrombus became visible. The currently measured activated clotting (act) levels was within target range according to the instructions for use (IFU). A re-administration of heparin dissolved the thrombus.

Event description:
N/a.

Manufacturer narrative:
It was reported that the patient underwent tendyne valve implantation in (B)(6) 2025 and found thrombosis on valve. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received the cause of the reported valve thrombosis could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.